Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had a revision because their leads were "misplaced." The details of the revision were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. Reference MFR report # 3004209178-2011-02867.